Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned for evaluation.

Event description:
It was reported that during a cranial procedure, the tip of the router broke when used in the footed attachment. It was also reported that the router piece was missing while turning flap, the surgeon had to load a new router to finish dissection. It was further reported that an unplanned x-ray was taken which confirmed the broken piece was not in the patient. It was also reported that the procedures was completed successfully.

Manufacturer narrative:
The quality investigation is complete. Device not released by the customer.

Event description:
It was reported that during a cranial procedure, the tip of the router broke when used in the footed attachment. It was also reported that the router piece was missing while turning flap, the surgeon had to load a new router to finish dissection. It was further reported that an unplanned x-ray was taken which confirmed the broken piece was not in the patient. It was also reported that the procedure was completed successfully.